Event description:
It was reported that the patient was experiencing inadequate stimulation. During the reprogramming the patients ipg would not connect to the remote control and clinicians programmer. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Event date: exact date unknown, event occurred in (B)(6) 2021.

Manufacturer narrative:
Sc-1132 sn: (B)(6). The returned ipg was analyzed and revealed that the battery depletion rate and quiescent current are slightly higher than the normal range. With all the available information, boston scientific concludes the reported event was confirmed. The high frequency current during a non device related surgery caused short circuit within the component. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.

Event description:
It was reported that the patient was experiencing inadequate stimulation. During the reprogramming the patients ipg would not connect to the remote control and clinicians programmer. The patient underwent an ipg replacement procedure and was doing well postoperatively.